Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a pen ndl 31g 8mm 90 count mail order only was unable to deliver medication during use. The following was reported by the initial reporter: "it was reported that pen needles would not attach to pen needle and needle clogged during flow check. Verbatim: consumer reported finding pen needles that would not attach to pen. Consumer reported during the flow check the needle is clogged. Informed non patient end placement ".

Event description:
It was reported that a pen ndl 31g 8mm 90 count mail order only was unable to deliver medication during use. The following was reported by the initial reporter: "it was reported that pen needles would not attach to pen needle and needle clogged during flow check. Verbatim: consumer reported finding pen needles that would not attach to pen. Consumer reported during the flow check the needle is clogged. Informed non patient end placement."

Manufacturer narrative:
H6: investigation summary: customer returned (1) loose outer cover with no pen needle and with no tear drop label. Customer states that the needle clogged during flow check. Since no pen needle was returned with the outer cover, this issue cannot be tested or confirmed. As per DHR, no quality notification was raised on past 12 months on similar non-conformance. Bd was not able to duplicate or confirm the customer¿s indicated failure. Root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h.10.